Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this lead perforated the ventricle. Additionally this lead exhibited an out of range pace impedance measurement and loss of capture. This lead was then repositioned and remains in service. No additional adverse patient effects were reported.